Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the use after expiration to be related to the user error. It should be noted the hi torque guide wire instructions for use notes the use by date. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the hi-torque balance middleweight universal ii guide wire was used on (B)(6) 2016 and the product expired on 5/31/2016. There were no adverse patient effects reported. There was no clinically significant delay in the procedure. No additional information was provided.